Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that her one touch ultramini meter was displaying the error 5 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the same day at 9:00 am (same day as call to lfs). As a result of the reported issue, she took her usual dose of diabetes medication (1 tablet of 850 mg glucophage). She also mentioned that she experienced headache, was tired and jittery after the reported issue began. She did not receive/require any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct; however, the test strips were damaged. This complaint is being reported because the pt experienced symptoms that might be suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.